Event description:
Pt was moving himself from the stretcher to the cysto table. He grabbed the side rail with his left hand when he did his little finger caught and could not be released even with application of ky jelly and ice. Needed assistance of a crowbar to release finger. Finger broken per x-ray.